Event description:
Caller reported a malfunction on the pump, identified with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts assisted in resetting the pump and advised against using it for insulin delivery, but the customer chose to continue using it and has mdi as backup therapy. Cts confirmed shipment of a replacement pump with updated software and instructed the caller on how to return the malfunctioning pump and prepare the replacement.